Manufacturer narrative:
Bayer service performed a check of the involved injector and confirmed that it was operating within bayer specifications. The disposables used during this incident were manufactured by a third party (deroyal) and were not bayer products. Bayer product analysis reviewed the complaint information and notes that the mark v plus operation manual instructs the user to only use accessories designed specifically for the mark v plus injector. The use of third party disposables is not advised. The manual also details guidelines for removing air which include pointing the syringe in an upright position, dislodging air bubbles and expelling air.

Event description:
The customer alleged that an indeterminate amount of air was injected into a female patient's left cardiac region while connected to a mark v plus injector. The patient suffered respiratory distress, was placed on a nonrebreather face mask and transferred to the intensive care unit. It was later reported that the patient had recovered.